Event description:
Customer reported an over infusion of nitroglycerin (ntg). Reported ntg was to infuse at 3 ml/hour but that it infused at 33 ml/hr. Requested an event log review to determine how the infusion was programmed, rate, if guardrails editor was used, if the user obtained any alerts and if the alerts were over ridden. Biomed stated they reviewed the event logs, spoke with the user and identified the cause of the over infusion as user programming. The intended programming was ntg 50 mg/250 ml, rate=3 ml/hr (dose= 10 mcg/min). The user entered the dose=33 mcg/min (rate= 9.9 ml/hr). There was no pt harm reported and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). No product return expected, the customer declined an event log review or device eval by carefusion customer advocacy.